Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fiber or foreign material was observed on pcb00 intraocular lens (iol) during handling, but prior to insertion. Moreover, there was no patient contact. Product is being returned. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lubricant material residues and loose particles were observed in the device that could be related to handling the sample in a non-sterile environment and in-transit during returning process. The lens was stuck at the cartridge tube with leading haptic exposed out of the cartridge and trailing haptic not folded. Due to the condition in which the lens was returned, it was not possible to identify the reported fiber or foreign material on lens. The reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.